Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a computer hardware issue. The computer would not power up. With a test power supply the computer passes the seatools long test and memtest86 with no errors. The computer had a malfunction with the power supply. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The computer for the navigation system has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed "no signal" when starting up. Restarting the navigation system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.